Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch striker was missing its magnet. A field service engineer, replaced the striker, latch and sensor also cleaned and re-seated the row board cable header on the drawer board to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system has several drawer failures. Customer stated that the issue occurred when a user attempted to dispense medication to a patient, resulting in a delay of approximately 15 minutes and confirmed there was no harm as the medication was a standard medication. There were no adverse events or injuries reported based on this incident.